Event description:
It was reported that the patient had phrenic nerve stimulation. The left ventricular lead was reprogrammed and remains in use as part of the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.